Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that she had a lead revision in (B)(6) 2015. The leads had moved out of position- 1 of the leads was in bone. There was migration/ dislodgement. During the revision, there was no allegation of system use issue. There were no patient symptoms reported. The patient recovered completely. She was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event. If additional information is received, a follow up report will be sent.